Event description:
A doctor reported that three consecutive knife blades were noted to be dull during surgery. An additional knife was obtained to continue and complete the procedure. Patient impact information is unknown. Additional information has been requested. Additional information received confirmed that there was no harm to the patient.

Manufacturer narrative:
Three knife samples were received by manufacturing in unopened blister packages. The samples were inspected per facility procedure and were determined to be visually nonconforming; all samples were seen to be slightly dull at the tip area. A blade penetration test was performed per facility procedure and all samples were determined to be conforming. The sample test results were: 54.6 grams, 36.1 grams and 51.6 grams. The penetration specification value is 100 grams maximum. The final customer lot number was identified. Three component knife lots were used to make up the customer's final lot. A device history record review was conducted and no anomalies were found. The product was released according to the manufacturer's acceptance criteria. A complaint history examination revealed that this was the first complaint for a dull blade received against the final reported lot. The functional penetration tests performed during the evaluation were conforming despite the slightly nonconforming visual appearance. The inspection procedure was reviewed and found to be adequate. The root cause of the nonconformance appears to be operator error during the visual inspection of the product. Investigation photos of the cutting edge visual appearance will be reviewed with the applicable production personnel to raise awareness of this issue and documented in the manufacturer's CAPA/review training system. Complaints are reviewed and monitored at regular intervals for any significant adverse trends. (B)(4).

Manufacturer narrative:
A sample is available that has not yet been received by manufacturing for evaluation. Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. All knives are 100% inspected by trained operators using a minimum of 10x magnification during manufacturing. Any defects, such as damaged tips and cutting edges, are removed from the lot and scrapped. Sharpness testing is performed and monitored during the finishing process to ensure the sharpness of the product. Additional information was requested. (B)(4).